Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's lead had high impedances on all contacts. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
As reported the complaint about high impedance was confirmed. As received, microscopic inspection of the lead revealed all the internal wires were broken that would cause the high impedance and loss of therapy. The cause of the issue is unknown.